Event description:
A consumer reports visual "flickering/twitching" at reading distance and in certain lighting conditions since the day following intraocular lens (iol) implant surgery. Additional information, including pt status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. This report was mailed to the FDA on: 07/20/2007. Additional information was requested 06/29/2007 and 07/16/2007 by fax. A completed questionnaire has not been received.